Event description:
Laparoscopic grasper was reported to have broken in the tip area during use. Surgery time was extended by 2-hours. It was reported that not all of the pieces were able to be retrieved from the body.